Manufacturer narrative:
Problem code (B)(4).

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the pin came off. The procedure was completed with another different snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of cautery pin detached. Block h10: investigation results a rotatable small oval med stiff snare was received for analysis. Visual inspection of the returned device revealed no problems had been noted. The active cord was inspected, and no damages were found. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, it contracted and extended well. No other problems were noted. The reported complaint of cautery pin detachment of device or device component could not be confirmed since the cautery pin was found connected and no component was found detached. During the product analysis the device was carefully inspected, and no damages were found. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is "no problem detected." A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the pin came off. The procedure was completed with another different snare. There were no patient complications reported as a result of this event.